Event description:
A male underwent initial aaa repair in 2006. One main body graft and two iliac leg grafts were placed. The right iliac limb was right at the hypogastric, and it had sealed in an iliac aneurysm. However, over time the iliac aneurysm grew and the aaa sac became pulsatile. The physician could not see any contrast filling the sac, but could see a little around the limb. In 2008, the physician extended the limb by placing another iliac graft as well as coil embolized a lumbar and the hypogastric. After extending the iliac leg, this sealed and the aaa sac was no longer pulsatile.

Manufacturer narrative:
Eval: cook's instructions for use does indicate that the long-term performance of the endovascular grafts has not yet been established. All pts should be advised that endovascular treatment requires life-long, regular f/u to assess their health and the performance of their endovascular graft. Pts with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced f/u. The device remains implanted and no films were provided to assist in this investigation. An internal clinical review indicated that a type I and type ii endoleak were present, due to pt anatomy and anatomical changes over time.